Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s display shattered when heavy machinery fell onto it while the user was working, resulting in a broken screen and an unusable device. Symptoms included no injury. Outcomes included disruption of therapy due to inability to use the device. Investigation included complaint intake, triage, and product replacement screening with plans for return of the device for evaluation. Investigation of this case revealed physical damage to the device¿s display consistent with external mechanical impact, with no indication of device malfunction prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user environment and external physical damage leading to screen breakage.